Event description:
It was reported, there was a pump volume discrepancy noted at a routine refill on (B)(6) 2013. The expected residual volume (erv ) was 10ml; the actual residual volume (arv) 18ml. A rotor study was performed and was fine. Hcp was unable to aspirate from the catheter access port (cap). The catheter was looked at under fluoroscopy and appeared fine. The pump was delivering hydromorphone. It was later reported, the system was revised in (B)(6) as the pump connector was not attached. Hcp reconnected the pump connector. At the first refill following the revision a volume discrepancy was noted. The arv was 18 ml; the erv was 2ml. Hcp could not aspirate or push dye through the cap. A revision was planned. The pump was delivering morphine.

Event description:
It was further reported that the patient¿s first pump, which was implanted for six months, had not worked properly. The patient rep ortedly had three surgeries. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8598a lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).